Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml, previously at 8.107 mg/day, currently at 6 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump was empty. It was noted the patient was due for a refill. Therapy was not intentionally discontinued. No patient symptoms were reported. The hcp decreased the daily dose to 6mg/day. No further complications were reported. On 2019-04-04 (hcp, rep): no additional information was contained in this file.